Event description:
The customer reported the system displayed a no cine operation available error message. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.